Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet shut down due to a depleted battery and the charger did not function, after which a replacement charger was arranged and the user transitioned to backup injection therapy. Symptoms included hyperglycemia with a reported peak blood glucose of 592 mg/dl, prolonged elevation above 180 mg/dl, device alerts for sustained high glucose, and headache. Outcomes included temporary impairment managed by self-care without ketone testing, medical intervention, or hospitalization. Investigation included review of the reported device power/charging malfunction and provision of a replacement charger. Investigation of this case revealed a charger not charging, consistent with a power supply or charging component malfunction leading to loss of therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the charging system.